Manufacturer narrative:
Product unavailable for analysis.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a sling placement procedure. According to the complainant, during the procedure, the carrier was fully seated on the deliver tip prior to inserting the implant for both sides. While placing the second side, however, the mesh carrier would not stay seated in the tissue. There was nothing unusual noted about the patient's anatomy. The procedure was completed with a different device. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".